Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. There was blood on the proximal conductor of the lead, and it was not obstructed. The monolithic controlled release device of the lead was torn. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received bent. The outer insulation was breached at 27.5 cm from the pin, and that allows blood to ingress in lead. According to the amount of blood and due to the length of time of the implant, it is likely that the extrinsic insulation breach occurred at the time of implant procedure and that may relate to the complaint of high thresholds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pain since implant. It was also reported that the right ventricular (rv) lead exhibited rising and high thresholds. It was noted via x-ray that the helix was bent. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.